Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the customer that the puncture and spring wire guide (swg) insertion occurred without event. However , there was difficulty while advancing the catheter over the swg. Also, while attempting to remove the swg from the distal lumen, the swg could only be removed with high resistance. As a result, in the attempt to pull out the swg, the inner core separated from the outer coils. The user reports experiencing the described event often in the past. There were no reported patient complication.